Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was not recording cancelled boluses in the pump history. It was noted that the pump was programming boluses without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/01/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/21/2014 with the following findings:a review of the pump¿s black box history showed no evidence related to the complaint was recorded. No alarms occurred during investigation. During testing, the pump performed two boluses which were recorded correctly in the pump history. A meter remote was also used to perform a bolus, which was also recorded correctly in the pump history. The pump case was removed and no internal defects were found. The complaint of the pump not recording boluses and programming boluses without user intervention was not able to be duplicated during investigation.